Event description:
During a two level balloon kyphoplasty procedure at levels t4 and t5, it was reported that cement extravasation occurred. An immediate post-operative CT scan confirmed the extravasation along the medial border of the pedicle at t4. The pt experienced sensory and strength deficits immediately post-operation. The treating physician and neurosurgeon decided to treat the deficits with physical rehabilitation. At this time, pt continues to have some sensory loss and muscle weakness.

Manufacturer narrative:
Method: follow up conversation with company rep.